Event description:
It was reported that there was a revision of a rejuvenate implant. Metal fretting at neck stem juncture. Adverse soft tissue reaction.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned.

Event description:
It was reported that there was a revision of a rejuvenate implant. Metal fretting at neck stem juncture. Adverse soft tissue reaction.

Manufacturer narrative:
It was confirmed that this event is a duplicate of MFR. Report # 2249697-2013-90132. Investigation results will be submitted under this report number.